Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue. Complaint is confirmed because the patient reported during trouble shooting of an alarm situation check lines and bags, patient switched the supply bag only and reused the cassette and rest of the bags, which is a use error/poor aseptic technique. The root cause of why the patient did this is undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4).the sample is not available and a lot number was not provided; therefore, a batch review will not be completed. A 510(k) number will not be provided in the emdr, because the product are unknown at this time. A follow-up report will be filed should any significant supplemental information become available.

Event description:
This is a report received through baxter (B)(4) after hours service on (B)(6) 2012 from a patient who uses the homechoice (hc) unit and it sounded a check lines and bags alarm during dwell. The home patient (hp) needed assistance to clear the alarm. The hp was trying to resolve the alarm, disconnected and reconnected a supply bag. The technical service representative (tsr) assisted the hp to end therapy. The hp would do a manual exchange later in the morning and call the nurse for further medical instructions. There was patient involvement but no patient injury or medical intervention reported.